Manufacturer narrative:
Concomitant products: 7427 pain stim ipg implanted on (B)(6) 2004; 3487a-33 pain stim lead implanted on (B)(6) 2004; addr01 ipg implanted on (B)(6) 2010; 5076-45 lead implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and lead fracture was suspected. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.